Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was in the 300 mg/dl range. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal; however, it had been previously been dislodged and the customer pushed the cap back in and super glued it to the recessed position. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.